Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with damaged batteries was confirmed and reproduced during product evaluation. The root cause was determined to be depleted main batteries resulting from the main battery voltage discharging below 10.8v. The main batteries and battery harness were replaced to correct this condition. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). This device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
During service by baxter (B)(4), a colleague infusion pump was found to have a depleted battery, which had the potential to interrupt delivery. Patient involvement is unknown. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.